Event description:
While resident was being transferred from her bed to her chair via mechanical lift with attached scale, the metal bracket attaching the scale to the mechanical lift broke and caused resident to fall to the floor. Scale and arm of lift fell on resident as she fell to floor. Resident suffered small laceration to the back of her head as well as bruising on her arms and chest.